Event description:
The stapler lost power, (2 previous uses) and wouldn't fire.manufacturer response for powered stapler, (brand not provided) (per site reporter).======================took description of problems, issued rga#, will send shipper kit and replace product.